Manufacturer narrative:
Without raw data, the exact root cause of the discrepant result could not be determined; however, the sample at limit of detection (lod) from either a low titer or cross-contamination or the differences in testing methods could be factors. Limited investigation was performed. A product quality issue was not identified. Due to a lack of data and information, additional conclusions cannot be provided.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from japan alleged a discrepant result for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The alleged sample initially generated a positive result for influenza a. The same patient was tested with a new sample on a competitor rapid antigen test (immunoace, tauns laboratiories, inc.) Which yielded a negative result for influenza a. The results were reported. No harm was alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 1 MDR will be filed.